Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. Customer's blood glucose level was "high". Reportedly, customer delivered a correction bolus and loaded a new cartridge was loaded to address the event. Customer acknowledged that they may have overfilled the cartridge.